Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic ring was come off and there was crack on the center button. The customer¿s blood glucose level was unknown. Customer reported that they received drive count and time value changing error. Insulin pump also had failed battery alarm. Customer reported that the reservoir was unable to lock in place. Customer was assisted for troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.